Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, air bubbles were observed in the infusion set tubing. The customer's blood glucose (bg) was 155 mg/dl. A replacement wall adapter was sent to the customer to resolve the power source alert issue. Reportedly, the customer changed the cartridge resolving the air bubble issue.